Event description:
The pt presented to the clinic with the ICD oversensing and inappropriately shocking the pt. Heavy noise was also present as well as intermittent drops in r wave amplitude. The physician suspected a lead problem. The lead was explanted.